Event description:
A customer contacted baxter's technical service center reporting a supply bag that became disconnected and the home patient (hp) needed assistance ending therapy in dwell 6 of 6 on the homechoice machine. The technical service representative (tsr) assisted the hp end therapy. Product surveillance contacted the hp on (B)(4) 2011 regarding the disconnection of the solution bag. The hp stated that she did not tighten the bag tight enough and that?s why it disconnected. The hp did not set up with new supplies, but stated she had resumed therapy on the cycler without problems the following day. The hp stated she followed up with her peritoneal dialysis nurse regarding the disconnection. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue is confirmed because the patient stated that she did not tighten the bag tight enough and that's why it disconnected. Patients are advised to check that all connections are secure before beginning therapy. This review finds the labeling adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.